Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported via maude (mw5178433), that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient's spouse stated that on the morning of (B)(6) 2025, patient was having a coffee with his friend when he started to feel pain in his chest and nauseous. His cgm at that time was showing around 150mg/dl, and no bg was taken for comparison. His friend called 911, the patient didn't take any medication at that time. When ems arrive, he was put on an EKG. His cgm at that time was around 110-130mg/dl (exact reading not provided) and his bg was checked by the ems and it was around 310-330mg/dl (exact reading not provided). His pump was connected with his cgm at that time but because of normal reading, it was not administering insulin. The patient was given medication that was placed under his tongue (unspecified medication). The patient was sent to the ER, and at that time he was having severe chest pain and was already vomiting. During that time, the patient didn't have a chance to check his display device because of severe chest pain and doesn't remember what the bg reading was that was taken in the ER. The patient was given fentanyl every 20 minutes for about 2 hours and was in the ICU for one day until his anion gap normalized. The patient was discharged on (B)(6) 2025 and is reportedly doing good now. The report indicated he had diabetic ketoacidosis, anxiety, vomiting and pain as a result of the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.